Event description:
During follow-up, the device was interrogated and the right ventricular lead's impedance trend was unavailable. The event was resolved by reprogramming the device. The patient was in stable condition.

Manufacturer narrative:
Additional information was requested but is not available.